Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge. Symptoms or complications included a loss of stimulation in the head. It was noted that it was the first overdischarge and a physician mode recharge (pmr) was completed. Diagnostics included impedance testing and revealed electrode 0 at greater than 10,000. It was noted that all other electrodes were within normal range. The patient received effective therapy without the use of electrode 0. The patient was not using the device and was instructed to continue charging even when not using it so it would work when needed. Additional information received reported that the cause of the high impedance was unknown. It was noted that a power on reset was successfully cleared after the pmr was performed. The patient received excellent coverage and so nothing was needed at the time.